Manufacturer narrative:
Product complaint # (B)(4). Batch # r59t5h. Investigation summary: the analysis results found that the ats45 device was returned with the knife partially advanced into the anvil and with no cartridge reload present. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the wedge guide was noted to be damaged not allowing to the knife returned to its home position. No conclusion could be reached on what caused the damaged found on the wedge guide. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
See attached user facility medwatch # (B)(4).

Manufacturer narrative:
Product complaint-(B)(4). Date sent: (B)(6)2019. F1,2; date rec¿d by MFR: corrected data - attachment: [pc-(B)(4). Tk dixie regional medical center 4600210000-2018-8033 (3).pdf]

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an appendectomy, two appy staplers, ethicon endo path ets-flex 45, broke during surgery the stapler fired but it would not open or function after that. The first one broke, opened a new one. The new one also broke, in the same manner. The staplers/clip appliers were engaged on the tissue properly, and when the surgeon went to fire the device, the clips/staples fired but did not adhere to the tissue because the ends of the staples/clips came out crisscrossed, as if they were already closed, not open to grab the tissue. The lockout did not engage. It is unknown how the case was completed. There were no patient consequences reported.